Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that both grippers were not able to open and close equally. It was reported that during preparation when checking the gripper arm functionality of the mitraclip delivery system (cds) after cycling the grippers three times, the grippers did not open or close equally. It was noted that one gripper line was interfering. The gripper line was in the middle of the clip arm when the clip was open at an angle of 120 degrees causing the issue. The device was not used in the anatomy. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue (grippers did not open or close equally) appears to be related to the irregular appearance (gripper line interference). However, a cause for the irregular appearance cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.